Event description:
It was reported that there were six right ventricular automatic threshold (rvat) tests completed since the implant occurred, one day prior. Technical services noted that the most recent rvat event had a loss of capture at 2.4volts (v) and the output was showing at 3.5v. Thus the safety margin is low. The rvat test was noted to be in suspension. It was also noted that pace impedance was 1100 ohms in rv at implant and that the following day, it was 1673 ohms. Additional information was reported indicating that there was a loss of capture, so the rv lead was repositioned. There were no additional adverse patient effects. This product remains in service. This report will be updated, should additional information be received.